Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported bilateral intraocular lens (iol) implant. Left eye (os): lens model zxr00 +17.5 diopter implanted on (B)(6) 2018; right eye (od): lens model zxt150 +23.5 diopter implanted on (B)(6) 2018. Reportedly, the patient complained of seeing halos and starburst during the day and night; experienced decreased distance vision and a shadowing effect over the entire field of vision, especially noticeable when reading captions. Driving and watching tv were greatly affected. The patient developed an inflammation in (B)(6) which the doctor said can happen after cataract surgery and was prescribed durezol. The patient has also developed a secondary cataract but there are no plans for intervention until the inflammation has been resolved. No further information was provided. This report is to record the lens implanted in the right eye (od). A separate MDR will be field for the lens in the left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.